Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation did not confirm the user¿s report. The scope passed the leak testing and no fluid was found. Additionally, the evaluation found a deep cut on the probe unit, a buckle on the insertion tube, multiple broken elements on the ultrasound image, cracked glue on the rubber, scratches on the control body and minor dents and scratches on the ultrasound cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer reported to olympus, the gf-ue160-al5, ultrasonic gastrovideoscope, was observed to be full of water during reprocessing. The customer also reported the scope had been drained of the water. The device was returned and the evaluation found a deep cut on the pink probe. This medical device report (MDR) is being submitted for the reportable malfunction of the deep cut on the pink probe found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Multiple attempts were performed to obtain additional information from the reporter, including occupation, but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is likely external forces were applied to the component. Olympus will continue to monitor the field performance of this device.